Manufacturer narrative:
The field service engineer (fse) checked the rinse station and corrected the cell rinse tube connection and readjusted the reagent syringe. The service actions resolved the issue.

Manufacturer narrative:
Other text : na.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. At 8:00 a.m. The initial result was 564 umol/l. This result was reported outside of the laboratory. A 2nd sample was obtained at 1:30 p.m. And the crep2 result was 126 umol/l. On (B)(6) 2021 the original sample was repeated with a result of 112 umol/l. The crep2 reagent lot number was 53663901 with an expiration date of 30-nov-2021.